Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-16896. It was reported that an asymptomatic patient presented to the emergency room for a vibratory alert that they had received from their implantable cardioverter defibrillator (ICD) for capacitor time limit reached and high out of range defibrillation impedance for the right ventricular (rv) lead. ICD was explanted and replaced on (B)(6)2020. The existing rv lead had normal measurements at first but then exhibited high defibrillation impedance again. Rv lead was instead capped and replaced. An x-ray revealed the lead had externalized conductors. Patient was stable after the procedure.